Manufacturer narrative:
Submit date: 11/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding set. The customer reports that about 1 out of 7 bags leak. The leak is discovered by the connection when the feed is discovered. As a result, they have to stop the feed, disconnect, pour the formula from the first bag into a container and then pour that into a second bag.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was confirmed; reported leakage was confirmed in the junction of the purple enfit female connector and the bushing pvc tubing. The root cause was found to be related to the drying process at the manufacturing site. Adhesive between the bushing tubing and the female connector were observed to be uneven. As part of continuous improvements, the change order, visual aid and procedure were updated to assure that cyclohexane will be applied correctly on the tube and also will assure the correct process of assembly drying time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.